Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that following an intraocular lens (iol) implant procedure, the patient experienced blurred vision. The lens was explanted in a secondary procedure after one month of initial implantation. The clinical reason for the explant were refractive miss and scratch/crack in periphery of optic of lens. Additional information has been requested.